Event description:
It was reported that the customer was experiencing low blood glucose levels. The customer's blood glucose level was 37 mg/dl. The customer's mother was inquiring if her son's 530g was on the recall list for the safety scroll wrap. His device was not on the safety scroll wrap recall list. The customer was sweating. It was the customer's birthday and he had eaten icing, but did not treat for it. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.